Manufacturer narrative:
Follow-up submitted with evaluation results provided by the distributor which determined the incorrect caster was installed during repair. Correct parts were sent to the distributor. Evaluation performed by distributor.

Event description:
It was reported via repair work order that the caster allegedly brakes when the steer is applied. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the caster allegedly brakes when the steer is applied. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.